Event description:
This 44 year old female underwent augmentation mammoplasty approximately 23 years ago. The manufacturer of the implants is unknown to the reporting facility. The patient noted a mass over the superin pole of her right breast. The subsequent mammogram suggested a rupture on the right side with extravasation of silicone. She presents for exploration, removal of silicone gel breast prosthesis and total capsulectomies. Gross exam of both implants reveal them to be in a collapsed state with free silicone exuding. A silicone granuloma of the right brest ws removed. Both capsules revealed granulomatous inflammationinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.